Event description:
It was reported the camera head had two locking pins of the optics detached (these are no longer present). The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the coupler comes off from the scope. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on coupler unit, the coupler comes off from the scop which results in the locking pins detached from the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.